Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer was subsequently hospitalized due to an elevated blood glucose (bg) level and high ketone levels. Customer¿s bg level was not provided. Customer declined troubleshooting, and declined to provide further information.